Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and functional testing could not be performed. No visible gap in the lead wires could be found. It was unknown where the anchor had been positioned on the lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history ot the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2008, including an ipg and paddle lead. It was reported that the patient was not receiving adequate stimulation coverage so the physician decided to reposition the lead. The next day, lead impedances measured high and the patient was not receiving any stimulation. An x-ray showed a gap in the lead wires below the anchor. The physician explanted and replaced the entire system on (B)(6) 2009. The explanted lead was returned to ans for analysis.